Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted review of the device history record(s) showed that no non conformance reports were generated during production and that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that the: 2.0mm angled awl (03.617.993 lot 3732765) is a component of the zero-profile (zero-p) anterior cervical interbody fusion (acif) system. The zero-p stand-alone implants combine a preassembled cervical interbody spacer with an anterior cervical plate and are designed to minimize contact with local anatomical structure and prevent contact with adjacent levels. The angled awl is specifically designed to be used as an alternative to the drill for vertebral body preparation. The angled awl is positioned into the appropriate implant screw hole and tapped with the slotted mallet until the awl is fully seated. At this point the awl can be removed and the screw inserted (zero-p technique guide (B)(4)). Drawings for the 2.0mm angled awl were reviewed: specifically those related to the shaft ((B)(4)) and the penetrating tip ((B)(4)). Additionally the top level drawing was reviewed ((B)(4)). These drawings were found suitable to determine the intended device design, application and dimensional conformity. The angled awl was found to have met the drawing specifications. The product was received under the complaint condition ¿broken ¿ intraoperatively.¿ the instrument was returned with a sheared off tip on the distal end of the device. The broken off piece was not returned. The material at the fracture site appears to be homogeneous under magnification; therefore it is unlikely that a material imperfection led to the part failure. Rather it is likely that a mechanical overload situation occurred, as a force greater than the ultimate shear strength of the material was applied. Without further details as to how the device was used during the surgery and without the return of the broken off component, it is not possible to definitively determine root cause for the failure. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and likely did not contribute to this complaint condition. The device did fail, so the complaint is confirmed. Specific details regarding the use of the angled awl at the time of failure were not provided, and the broken off tip was not returned, however, it is likely the excessive force was applied to the awl, causing the instrument to fail. The device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported per the sales consultant on (B)(6) 2014 that the surgeon was performing a surgical revision, anterior cervical discectomy, at c3/4 and c5/6. Date of original surgery unknown at this time. Originally, this patient had 2 levels of zero-p va implanted. One of the original screws had loosened and backed out. During the procedure, the angled awl (part # 03.617.993) broke while the surgeon was attempting to use the instrument. The metal tip of the awl broke off and the surgeon was able to retrieve the broken piece, however, the broken tip was discarded and the broken instrument is available to return. Device was explanted and the surgery was delayed one minute, procedure completed successfully. Patient with pain, irritation, and discomfort. Easily removed broken and or damaged devices or fragments. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2012, the patient had two procedures: first the left c7-t1 foraminotomy for resection of synovial cyst and second c3-c4, c5-c6 and c6-c7 anterior cervical discectomy and fusion with allograft and plating with three variable angle zero-profile (zero-p va) implants. Originally, it was reported that the patient had two levels of zero-p va implanted. The patient contacted the physician's office in (B)(6) 2013 to report ongoing neck pain, which was worse at night. The patient was also concerned with his x-rays, reporting of a "loose screw" which was obtained from his primary care physician. The radiology films reviewed, it appeared stable in comparison to the last set of post-op x-rays. The x-rays with possible loosening around the screw inserted at the c6 inferior endplate. The patient was encouraged to participate in post-op physical therapy. Patient contacted the physician's office (B)(6) 2013 to report ongoing neck pain and ongoing mild swallowing difficulties. Patient contacted the service again in (B)(6) 2013 to report progressive difficulty with swallowing. The patient had swallow evaluation on (B)(6) 2013 at dayton va medical center that reported possible c4 hardware protrusion into the pharynx. It is unknown when the patient had c4-c5 surgery, however, it is not a synthes implant. It was also reported the patient had irritation and discomfort. On (B)(6) 2014, surgical revision replacing implants and screws was performed for an anterior cervical discectomy at c3-c4 and c5-c6 for two levels. The revision surgery included (B)(4) screws, (B)(4) screws per implant - two implants. The revision surgery was being performed because one of the original screws had loosened (c6 inferior endplate) and backed out. During revision surgery on (B)(6) 2014, the angled awl (part # 03.617.993) broke while the surgeon was attempting to use the instrument in the correct way. The metal tip of the awl broke off and the surgeon was able to easily retrieve the broken piece. It was reported that there was no negative effect to the patient due to the instrument breaking. In addition, the original zero-p va implants were explanted and replaced with an older style zero-p va implant at c3-c4 and c5-c6. As per the surgeon's operative report, "following this, we removed the cage at c5-c6 where we noticed that the metallic part of the graft had detached from the peek portion protruding into the pre-cervical tissues.¿ there was a surgical delay of 1 minute and the procedure was completed successfully. This report is 1 of 12 for (B)(4).